Event description:
The patient was due for a pump refill about a month ago. The pump was alarming and had been for almost 3 weeks; telemetry had not been performed. The patient's back pain was "getting worse by the day". The patient had changed insurances and was then dismissed by her healthcare provider (hcp) approximately one and a half months ago. The patient was looking for a new physician. The pump was delivering prialt, baclofen, and morphine. It was noted that the pump had helped the patient a great deal since implant in 2006. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical device: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).